Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "tightness, pain and capsular contracture baker grade IV". Clarification to onset date - b3: june 2025. The reported event is a physiological complication, and device analysis typically does not help allergan determine the cause.

Event description:
Healthcare professional reported "tightness, pain and capsular contracture baker grade IV". This record is for is for the right side. Device remains implanted and will be returned.